Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: china modern doctor vol. 57, no. 33, november 2019.

Event description:
Title: therapeutic effect of shingled suture and round ligament shortening under the hysteroscopy combined with laparoscopy for repairing uterine diverticulum. The objective of the study was to investigate the effect of shingled suture and round ligament shortening under the hysteroscopy combined with laparoscopy on the menstrual recovery, intrauterine pregnancy rate and recurrence rate in patients with uterine diverticulum after cesarean section. From january 2016 to january 2018, 112 women (mean age 31.15+/-3.42 years, range 26-36 years) with uterine incision diverticulum who were surgically treated were included in the study. The patients were divided into experimental group (n = 56) and control group (n = 56) according to different operative methods. Patients in the experimental group underwent laparoscopic non-absorbable line ethibond excel polybutylate-coated braided polyester suture (ethicon) and round ligament shortening. Patients in the control group underwent hysteroscopy and laparoscopy combined repair surgery. The reported complications included moderate blood loss (n=?, mean 41.56+/-10.62 ml), posterior vaginal bleeding (n=?, mean 3.7+/1.00 days), recurrence of uterine diverticulum within 18-month follow-up (n=3), and cesarean section scar pregnancy (n=1). In conclusion, shingled suture and round ligament shortening under the hysteroscopy combined with laparoscopy can reduce the recurrence rate of uterus and improve the pregnancy rate.